Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver insulin due to the flow stopping before completion. The following information was provided by the initial reporter: material no. 320109 batch no. 9303384. It was reported that consumer does not get a complete dosage of insulin because the flow stops before it's complete. Has to push hard on the plunger to get it to move and the patient end of pen needle bends from pushing so hard. Verbatim: consumer reported, he does not get his complete dosage of insulin because the flow stops before its complete. Stated, he has to use both his hands to push down on the plunger to get it to move. Stated, the patient end of the needle bends from pushing so hard on injection site. Stated, his glucose levels have not been affected because he's getting some of his medication. Stated, he does not prime before injection.

Manufacturer narrative:
H.6. Investigation: customer returned (2) novo flexpen devices. Customer states that they do not get a complete dosage of insulin because the flow stops before it's complete, they have to push hard on the plunger to get it to move and the patient end of pen needle bends from pushing so hard. No pen needle samples (including photos of the pen needles in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver insulin due to the flow stopping before completion. The following information was provided by the initial reporter: material no. 320109, batch no. 9303384. It was reported that consumer does not get a complete dosage of insulin because the flow stops before it's complete. Has to push hard on the plunger to get it to move and the patient end of pen needle bends from pushing so hard. Verbatim: consumer reported, he does not get his complete dosage of insulin because the flow stops before its complete. Stated, he has to use both his hands to push down on the plunger to get it to move. Stated, the patient end of the needle bends from pushing so hard on injection site. Stated, his glucose levels have not been affected because he's getting some of his medication. Stated, he does not prime before injection.